Event description:
The patient's mother contacted animas via email. In the correspondence the patient's mother reported that the patient had a high blood sugar. She reported that he patient required a correction even after receiving 100 units. It is not known what reading(s) the patient was obtaining, nor is it known if the patient developed symptoms of hyperglycemia. In the correspondence, the patient's mother commented that there were "many air bubbles" in the tubing an in the "connection from the tubing to the cartridge". Customer support attempted to reach the reporter several times to obtain additional information and troubleshoot the elevated blood glucose readings and air bubbles; however, were unsuccessful. There is no indication that the alleged issue caused or contributed to a serious injury. There was no mention of symptoms or blood glucose readings that meet animas' criteria of a serious injury. However, this complaint is being reported because the alleged issue with the air bubbles remained unresolved.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.